Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, trends, and quality control was conducted during the investigation. The complaint device was not returned, nor were images provided; therefore,no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Per the IFU: irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Necks exhibiting these key anatomical elements may be more conducive to graft migration or endoleak. Inaccurate placement and/or incomplete sealing of the graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Inadequate fixation of the graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention." Based on the information provided and results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring for similar complaints will continue to be performed.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The report is from the journal article, "fourteen-year outcomes of abdominal aortic endovascular repair with the zenith stent graft." "Fourteen-year outcomes of abdominal aortic endovascular repair with the zenith stent graft" fabio verzini, lydia romano, gianbattista parlani, giacomo isernia,gioele simonte, diletta loschi, massimo lenti, and piergiorgio cao, vascular surgery unit, s. Maria della misericordia hospital, university of perugia, perugiaa; and gruppo villa maria (gvm) research and care, rome accepted on 19jul2016. The objective of the study was to investigate the long term outcomes of endovascular aaa repair (evar) using the zenith endograft, still in use without major modification, in a single center experience. Of the 610 patients who participated in the study, 567 (93%) of them were male and the average age of the patients was 73.7 years. On page six in the results section,the article states that endograft migration occurred in 7 cases.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The report is from the journal article, "fourteen-year outcomes of abdominal aortic endovascular repair with the zenith stent graft." "Fourteen-year outcomes of abdominal aortic endovascular repair with the zenith stent graft" fabio verzini, lydia romano, gianbattista parlani, giacomo isernia,gioele simonte, diletta loschi, massimo lenti, and piergiorgio cao, vascular surgery unit, s. Maria della misericordia hospital, university of perugia, perugiaa; and gruppo villa maria (gvm) research and care, rome accepted on 19jul2016. The objective of the study was to investigate the long term outcomes of endovascular aaa repair (evar) using the zenith endograft, still in use without major modification, in a single center experience. Of the 610 patients who participated in the study, 567 (93%) of them were male and the average age of the patients was 73.7 years. On page six in the results section,the article states that endograft migration occurred in 7 cases.